Event description:
It was reported during a routine ICD change out for eri, the lead pace/sense header portion was damaged due to the surgical procedure. The lead header was repaired with silicone glue and re-used. All subsequent pace/ sense measurements were normal. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.